Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient of having a recent lead issue. A transmission reported noted the right ventricular (rv) lead had a lead integrity alert (lia) due to high rate non-sustained episodes and sensing integrity counter (sic). It was also noted that the cardiac resynchronization therapy defibrillator (crt-d) showed high left ventricular (lv) lead impedance measurement, however no lv lead is connected to the lv port. The device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted noise on the rv lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the right ventricular (rv) lead had inappropriate inhibition of pacing. It was noted that a his bundle lead was added due to noise on the capped rv lead. It was also noted that lead to lead interaction accorded causing common noise on both atrial and ventricle channels. The his bundle lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtma1d1 ICD 383069 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient of having a recent lead issue. A transmission reported noted the right ventricular (rv) lead had a lead integrity alert (lia) due to non-sustained ventricular tachycardia and sensing integrity counter (sic). It was also noted that the cardiac resynchronization therapy defibrillator (crt-d) showed high left ventricular (lv) lead impedance measurement, however no lv lead is connected to the lv port. The device and rv lead remain in use. No patient complications have been reported as a result of this event.